Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a "dull aching" feeling at the ipg site; the pain has been present for approx 2.5 months. Reprogramming was able to cover the pt's pain area; however, the pt reported she continues to experience pain when sitting back on the ipg, riding in a car and touching the site. The physician examined the site and determined the ipg may be superficial. The physician prescribed lidoderm patches in an effort to resolve the issue. F/u info revealed the lidoderm patches were unable to resolve the issue. However, the pt will continue to use the patches, as she does not desire to undergo surgical intervention at this time.